Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "showed rupture with the presence of silicone gel around the prosthesis." Confirmed via MRI. Device has been explanted.

Event description:
Healthcare professional reported right side "showed rupture with the presence of silicone gel around the prosthesis." Confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.